Manufacturer narrative:
(B)(4).

Event description:
It was reported that the externalized conductors were observed during a normal device replacement procedure. The electrical function of the lead was tested and no anomalies were detected. The lead was capped and replaced. The patient was asymptomatic and in a good condition.